Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was confirmed. Review of the returned product showed that the ring chamfer was in the correct orientation and the ring is believed to have been bent at the point of assembly, outside of biomet. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was likely due to assembly technique in the or. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Head/poly would not fit in the bipolar shell. The 28mm head "clicked" into the polyethylene however, it was not possible to place the components in the bipolar shell. The 2 items seems as if they did not fit. These components were assembled on the back table and not implanted into the patient.